Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t model transducer had an articulation issue. It could not be determined if the device was in clinical use or not at the time of discovery. There was no adverse patient or user impact associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. However, the transducer was scrapped due to multiple issues with corrosion and fluid ingress (hole in sheath, chipped/cracked beading, bite damage to I-tube, missing markings, protein build up on sheath and scope, corrosion in cable connector, burnt pins in connector, discolored cable jacket, missing rtv around window). The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an x8-2t model transducer had an articulation issue. It could not be determined if the device was in clinical use or not at the time of discovery. There was no adverse patient or user impact associated with this event.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.